Manufacturer narrative:
Based on the gathered information, device evaluation results, and previous investigations, the following potential causes for the lift tipping incident were assessed: 1. Device malfunction: inspection of the maxi 500 lift did reveal that lift was in poor condition including cracked part (cover) secured with tape. Functional testing confirmed that the device was operating as intended. Therefore, device malfunction has been ruled out as a contributing factor. 2. Off-label use or improper handling of the device: the customer reported that the wheelchair was positioned perpendicular to the lift. It was reported that the lift tipped when the caregiver was holding the sling handles to reposition the resident into a proper sitting position. The product¿s instructions for use (IFU 001.20815.en) includes the following warning: ¿do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient, as this can cause the lift to topple over and result in injuries. Always use the maneuvering handle when displacing the lift.¿ 3. Use environment: no obstructions or environmental factors (e.g., thresholds, uneven surfaces) that could have contributed to the event were identified during the on-site evaluation by the arjo technician. Based on the available information, there is no indication that a device malfunction contributed to the reported incident. The event is most likely associated with handling of the sling during the transfer in a manner not consistent with the instructions for use. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. No malfunction that could have contributed to the reported event was found during the device evaluation. However, the device failed to meet its specifications due to cracked part noticed. The complaint was decided to be reportable due to lift tipping which could led to serious injury. No serious injury occured. No UDI information is available; the device was manufactured before UDI implementation.

Event description:
It was reported that during the transfer from bed to wheelchair the lift tipping occured. Wheelchair was placed perpendicular to the lift. Legs of the lift were on outside of the wheelchair legs. When grabbing the sling handles to bring the resident into proper sitting position, maxi 500 tipped towards backrest of the wheel chair. The caregivers sustained minor injuries (back aches, muscle strain, pulled muscle and bruise). The patient did not sustain any injury. The product evaluation revealed that the lift was in poor condition, including visible scratches and cracked part (cover) secured with tape. Despite this, the lift was found to be functioning correctly. No visual issues was found with the handicare sling (not arjo product).